Manufacturer narrative:
The investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient;s ipg had become inoperable after the patient's eye surgery. Surgical intervention had taken place to replace the patient's ipg. Effective therapy was established post op.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the auto tester. The ipg was functionally tested and passed all testing. The root cause of the depleted ipg battery cannot be determined since analysis confirmed the ipg operated normally after the depleted battery was recovered.